Manufacturer narrative:
Updated b3, g3, g6. Corrected dates.

Manufacturer narrative:
According to the customer, "integrator strips explode during the steam process and coat the sterile instruments with lint making the instruments non sterile and causing the or cases to be cancelled". No additional information was provided related to the reported incident. The sample has been requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Integrator strip explodes causing cancelled or case.